Event description:
It was reported that balloon rupture occurred. An 8.0mm x 40mm x 75cm athletis pta balloon catheter was advanced for dilatation of the target lesion located in a fistula. However, the balloon ruptured during inflation at 22 atmospheres. The procedure was completed, and no patient complications were reported.

Manufacturer narrative:
Additional pro code (product code): dqy.